Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on august 3, 2020 due to high blood glucose level of 600 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer used the insulin pump for treating high blood glucose level. The customer was treated with other insulin shot at the hospital. The insulin pump was not on auto mode at the time of the incident. The insulin pump will be returned for analysis.